Event description:
A malfunction alarm with code malf 9 was reported. There was no reported impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.